Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was due to diarrhea. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection vancomycin (1000mg; route, frequency, and duration not reported) and injection amikacin (125 mg; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was unknown. The patient's recovery status and outcome of the event were unknown. At the time of this report, the effluent was "clearer than before". No additional information is available.